Event description:
Olympus was informed that during a colonoscopy polypectomy procedure, the procure was said to have not been completed due to the large size of the polyp. The setting of the subject device was said to have been modified from "forcedcoag" to "pulsecut slow" and the output was said to have been activated three times and the patient was said to have been perforated. The patient reportedly suffered a peritonitis. The patient was reportedly treated with infusion with no open surgery required.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the device passed all functional testing and was operating appropriately. The exact cause of the reported event could not be conclusively determined. However, user handling could not be ruled out as a contributory factor. The es-100 instruction manual states: "user-related error prevention: warning: improper use: the safety and effectiveness of electrosurgical interventions depends not only on the design of the equipment used, but also to a major extent on factors which are under the control of the user. It is therefore extremely important to read, understand and follow the instructions supplied with the electrosurgical unit and the accessories in order to ensure safety and effectiveness." Olympus (B)(4) was made aware of this report by the original equipment manufacturer (OEM) on (B)(4) 2012, on an event which occurred outside of the united states. (B)(4) is filing this report at the request of the OEM. This report is being submitted as an MDR in an abundance of caution.